Event description:
Approximately 2.5 hours into 3.75 hr scheduled treatment, patient was found unresponsive with venous needle dislodged. Approximately 200-300 ml blood mixed with saline was noted under the patient's chair. Needle was reportedly still under the patient's skin, with tape intact. According to the facility, the needle was dislodged from the vein but still under the patient's skin. Systolic b/p was in the 60's. Machine reportedly did not alarm, patient was placed in trendelenburg and approximately 1.2 l of normal saline was administered. Oxygen was applied via nasal cannula, ems was called. Upon discharge from the facility , the patient was responsive and answering questions with sbp 178. Patient was transported to the hospital via ems. 1 unit of blood was transfused, patient was discharged same day, returning to his next scheduled hemodialysis treatment on (B)(6) 2018. Patient's current status is stable. Other medical devices used: fresenius 2008t machine; combiset hemodialysis tubing, 160nre optiflux dialyzer, granuflo 2.0k, 2.5 ca, 1.0 mg, 100 dextrose, naturalyte 4000 rx12 bicarbonate (45x)